Event description:
It was reported that the power wheelchair was hit by a car and the frame, crossbrace assembly, leg rests, caster forks and stem, wheels and bearings, drive wheels, anti-tippers, cane, and both motors on the chair were thereby damaged. The end user reportedly sustained unspecified injuries but was required to see a chiropractor.